Manufacturer narrative:
Tech located bed in hallway. Found the caster was not holding, due to bad caster. Replaced the caster to resolve this issue.

Event description:
Info received that the caster was not holding. No injury reported.